Manufacturer narrative:
The device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2023 a 21mm epic tissue valve was chosen for aortic valve replacement. When implanted, the leaflets were not coapting properly. The valve was explanted and a replacement 23mm epic valve was implanted. There were no patient consequences or clinically significant delay. The patient remained hemodynamically stable. The patient remained on cardiopulmonary bypass (cpb) throughout the procedure and no unusual intervention was required.

Manufacturer narrative:
It was reported that during procedure it was noted that the leaflets were not fully engaged. The valve was returned to abbott and was analyzed. All three cusps were flexible and contained no tears, perforations or anomalies. All cusps were mobile when manually manipulated. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. Images received appeared to show an epic valve attached to the valve holder. The cause of the reported event could not be conclusively determined. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.

Event description:
N/a.